Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. Product event summary: the proximal portion of the lead was returned, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after prophylactic replacement. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.